Manufacturer narrative:
As reported in a research article, at 12 years old, an amplatzer duct occluder was implanted for pda closure. Three years later, follow-up revealed a residual shunt and occluder displacement/migration. Attempts at re-occlusion failed, and the patient declined open surgery. Another unsuccessful transcatheter occlusion was attempted 10 years post-procedure. Twelve years post-procedure, the patient experienced exertional chest tightness. Examination detected a grade 4 continuous machinery murmur. Imaging confirmed residual shunting and occluder migration into the left main pulmonary artery, forming a new shunt. Thoracic endovascular aortic repair (tevar) was performed using a stent. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported residual shunt is likely related to device migration. However, a cause of the device migration could not be conclusively determined. It is possible patient anatomy or device sizing contributed to the event; however, this cannot be confirmed. The reported angina and dyspnea appear to be a cascading effect of the reported residual shunt and device migration. The reported hospitalization and surgical intervention were result of case-specific circumstances as the patient was admitted and a stent was implanted.

Event description:
The article, "delayed occluder displacement following patent ductus arteriosus closure successfully managed with thoracic endovascular aortic repair: a case report and literature review", was reviewed. The article presented a case study of a 24-year-old female patient with a patent ductus arteriosus. It was reported on an unknown date when the patient was 12-years-old, an unknown amplatzer duct occluder was implanted for patent ductus arteriosus (pda) closure. It was then reported 3 years post-procedure, follow-up evaluation revealed residual shunt and occluder displacement or migration. An unsuccessful re-occlusion was attempted and open surgical closure was declined by the patient. It was reported another unsuccessful transcatheter occlusion was attempted on an unknown date 10 years post-procedure. It was the reported 12 years post-procedure, the patient presented with complaints of exertional chest tightness. Upon physical examination, a grade 4 continuous machinery murmur was detected along the left sternal border. Echocardiography (transthoracic and transesophageal) and chest computed tomography angiography (cta) confirmed residual shunting and the occluder had migrated into the left main pulmonary artery but remained stable. The occluder had formed a new shunt with the pulmonary artery wall. A decision was made to perform thoracic endovascular aortic repair (tevar) to close the pda with a 22x80 mm lifetech ankura stent and a 28x150mm medtronic valiant stent. The patient was discharged on the fifth day, with the precordial murmur resolved and no complaints of exertional dyspnea. [The primary and corresponding author was haige zhao, department of cardiovascular surgery of the first affiliated hospital, zhejiang university school of medicine, 79 qingchun road, hangzhou, zhejiang 310000, china, with corresponding email: haigezhao@zju.edu.cn].

Event description:
The article, "delayed occluder displacement following patent ductus arteriosus closure successfully managed with thoracic endovascular aortic repair: a case report and literature review", was reviewed. The article presented a case study of a 24-year-old female patient with a patent ductus arteriosus. It was reported on an unknown date when the patient was 12-years-old, an unknown amplatzer duct occluder was implanted for patent ductus arteriosus (pda) closure. It was then reported 3 years post-procedure, follow-up evaluation revealed residual shunt and occluder displacement or migration. An unsuccessful re-occlusion was attempted and open surgical closure was declined by the patient. It was reported another unsuccessful transcatheter occlusion was attempted on an unknown date 10 years post-procedure. It was the reported 12 years post-procedure, the patient presented with complaints of exertional chest tightness. Upon physical examination, a grade 4 continuous machinery murmur was detected along the left sternal border. Echocardiography (transthoracic and transesophageal) and chest computed tomography angiography (cta) confirmed residual shunting and the occluder had migrated into the left main pulmonary artery but remained stable. The occluder had formed a new shunt with the pulmonary artery wall. A decision was made to perform thoracic endovascular aortic repair (tevar) to close the pda with a 22x80 mm lifetech ankura stent and a 28x150mm medtronic valiant stent. The patient was discharged on the fifth day, with the precordial murmur resolved and no complaints of exertional dyspnea. [The primary and corresponding author was haige zhao, department of cardiovascular surgery of the first affiliated hospital, zhejiang university school of medicine, 79 qingchun road, hangzhou, zhejiang 310000, china, with corresponding email: haigezhao@zju.edu.cn].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: delayed occluder displacement following patent ductus arteriosus closure successfully managed with thoracic endovascular aortic repair: a case report and literature review.